Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the top drawer would not open, and the users were unable to retrieve the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that one cubie pocket lid was broken and advised the customer to arrange for the pocket to be replaced. The system functioned as intended after the field service engineer repaired the device.